Manufacturer narrative:
Patient identifier not available from the site. On (B)(6) 2017 a medtronic representative, following-up at the site, reported that when plugging in the network cable to the bulkhead connector on the navigation system the connection felt loose and the network cable would not click into place. The medtronic representative was able to slide the cable out of the connector without releasing the clip. Return requested. Replacement bulkhead connector shipped to site (B)(6) 2017. This part was discarded by the site and will not be returned to manufacturer for analysis. (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report that, while in a spine procedure, the site's navigation system was unable to properly connect to their imaging system. In trouble-shooting, the site re-booted their navigation system twice, however, the problem persisted. A second navigation system was brought in which was able to successfully communicate. Issue was resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 20 minutes. There was no impact on patient outcome.